Event description:
A customer reported that during the iol (intraocular lens) implantation step of a cataract with vitrectomy surgery, the infusion pressure in the posterior segment was lowered to approx 10 mmhg (millimeters of mercury). When the surgeon attempted to complete the vitrectomy, a system message displayed. At that time, no bss (balanced salt solution) infusion was available so the surgeon switched to air; the air was coming but the screen indicated zero mmhg. The case was able to be completed w/o harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).